Manufacturer narrative:
The event of a scheduled system explant due to ineffective stimulation was reported to abbott. The physician wanted to have the system reprogrammed prior to explant but the patient failed to respond to the abbott field reps calls or texts. The system was explanted without complications. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient was not experiencing adequate relief from their scs system. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's scs system was fully explanted.

Manufacturer narrative:
Section b3: event date is estimated. The allegation is against one of two leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000115599.